Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) after two years of service. This device has been explanted and returned to guidant for analysis.